Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a syncopal episode, fell and hit their head. Review of stored device memory noted a ventricular fibrillation (vf) episode where the device delivered appropriate shock therapy to treat the rhythm, however, the time to therapy was longer than expected at 34 seconds. Additionally, the vf morphology was noted to be variable with low amplitude signals that resulted in undersensing. The device was programmed to a conditional shock zone of 230 beats per minute (bpm) and a shock zone of 250 bpm. The conditional shock zone was reprogrammed to 200 bpm and the shock zone was reprogrammed to 220 to prevent undersensing. No additional adverse patient effects were reported. This product remains in service and the patient was scheduled for a follow up on an unknown future date.